Manufacturer narrative:
Based on the information available, no definitive conclusions can be made in regards to the reported event. Attempts for additional information have been unsuccessful to date. A follow up report will be submitted if new information is received.

Event description:
It was reported a patient prescribed the exogen system after ankle surgery, experienced an infection in her leg. The patient began using the device in april of 2020, after an unknown duration the patient was reported to have had another surgery. After the second surgery it was reported the patient contracted a blood infection. The patient is reported to still be on antibiotics and has not fully recovered. It is unknown what type of bacteria caused the infection.